Manufacturer narrative:
The provided calibration data showed good results. No further information was provided. The provided data did not indicate an instrument hardware issue. No further issues were reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode serial number and its expiration date were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode results from four patient samples tested on the cobas 8000 ise 1800 module. The following are examples of discrepant results: patient sample 1 on (B)(6) 2025, the initial result was 133.2 mmol/l. On (B)(6) 2025, the repeat result was 141.5 mmol/l. Patient sample 2 on (B)(6) 2025, the initial result was 133.8 mmol/l. On (B)(6) 2025, the repeat result was 143.5 mmol/l. The initial results were considered incorrect.